Manufacturer narrative:
Conclusion: the device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures, the field service engineer replaced the r2 100ul buffer pump (part number 7-96343-02), which was worn out from normal use. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Note: this is the same patient that was reported in manufacturer report number 1415939-2016-00131 under a different suspect medical device.

Event description:
The customer observed a falsely elevated ca19-9 result on the architect i2000sr analyzer. The following data was provided for a patient with an unknown diagnosis: sid (B)(4) initial 45.81, repeat 3.5 u/ml. There was no impact to patient management reported. The buffer pump (pn (B)(4) was replaced following these results.